Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg implanted: (B)(6) 2011; addrl1 ipg implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a device changeout procedure, it was noted that the right atrial lead had no sensing and was also noted to have chronic high threshold since implant. The lead remains in use. No patient complications have been reported as a result of this event.